Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker have received cardioversion procedure upon implanting this device and in the eight months following the procedure, patient did not feel good as there were swelling and angina. Moreover, when this device was removed, replaced, and patient felt better. Boston scientific technical services (ts) referred to physician. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker have received cardioversion procedure upon implanting this device and in the eight months following the procedure, patient did not feel good as there were swelling and angina. Moreover, when this device was removed, replaced, and patient felt better. Boston scientific technical services (ts) referred to physician. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.